Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo, heavily calcified and heavily tortuous lesion in the right coronary artery (rca). The 2.5x15mm traveler balloon dilatation catheter (bdc) was used for pre-dilatation but failed to cross due to the anatomy. There was no other device issues noted. Another 2.0x15mm traveler bdc was used but ruptured at a pressure of 12 atmospheres (atms). The device was soaked prior to use and prepped outside the anatomy prior to use without any issues. The procedure was aborted and the patient was sent to medical management. There was no adverse patient effect and there was no reported significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported material rupture as no rupture was noted during return evaluation of the device. However, an inner member tear was identified during return evaluation which may have been misidentified as a material rupture. It is likely the guide wire interacted with the delivery system during loading causing the noted inner member tear. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.